Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a dual end probe was found missing during a routine inspection. A retrospective review of x-rays taken during surgery found that the tip remains implanted within a patient. There are no plans to perform a revision surgery and the patient will be monitored by the surgeon. There have not been any reported patient impacts.

Manufacturer narrative:
The returned probe was examined. The device was found to be fractured and bent. The cause of this event can likely be attributed to off-axis applied force after the probe was inserted. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a dual end probe was found missing during a routine inspection. A retrospective review of x-rays taken during surgery found that the tip remains implanted within a patient. There are no plans to perform a revision surgery and the patient will be monitored by the surgeon. There have not been any reported patient impacts.